Manufacturer narrative:
(B)(4). Batch#: t94j5c. Additional information was requested and the following was obtained: it was found that the tip of the blade was cracked =>it was found that the tip of the shaft was cracked did the active titanium blade break off? Sales rep checked the device and it found the tip of shaft was broken. Investigation summary: the device was received with the blade outer sheath cracked at the torque wrench area. The blade tip was intact and not broken off as reported by the customer. In addition, the device was received without the sterile package. When tested for functionality, the device could not be torqued into the hand piece due to the damage of the outer sheath at the torque wrench area. The damage of the device could have contributed to the assembly and disassembly issues reported. Due to the damage at the outer sheath, this does not allow use of the torque wrench when trying to assemble and disassemble of the device with the hand piece. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached as to what caused this issue. Additionally, as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before an unknown procedure, the tip of the shaft was found cracked before opening the package. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.